Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed motor encoder position error. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the drive support cap appeared normal. It was also stated that the insulin pump was not exposed to high magnetic fields. It was also reported that a displacement test could not be completed due to a motion sensor test failure alarm received. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.